Event description:
The customer reported, after completing a pt CT exam, they lowered the pt table by pressing the down button on the right gantry control panel (gcp) to unload the pt from the CT system. When the operator released the down button, the table continued to drive down to the vertical lower limit. There was no harm to the pt as a result of this event. There is potential for pinching, entrapment and removal of patient medical tubing (i.e. Ventilator tubing, IV tubing, etc.) As a result of this malfunction. The field service engineer conducted service on the system.

Manufacturer narrative:
Note: we have not completed our investigation. We will file a follow-up MDR at the completion of the investigation. (B)(4).